Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m131990 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m131990 and test base part number 190-430 / lot m131990. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m131990 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result on a nasopharyngeal swab with ID now covid-19 assay. Confirmation testing with pcr provided negative results. Repeat testing with the ID now covid-19 assay also provided negative results. Dates of collection/testing and use of viral transport media were not provided. The customer confirmed there was no death, serious injury, or impact/delay to patient treatment based on the ID now covid-19 assay results. The customer stated that considering the clinical symptoms (not provided), a negative result was the correct. No patient information was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.